Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 750cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: capsular contracture; baker grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 27-year-old caucasian female patient underwent primary breast augmentation with a 750cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade iii on her right side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3507004bc; serial number (B)(6) on the left side, and with catalog number 3507004bc; serial number (B)(6) on the right side on (B)(6) 2023. It was reported that patient has fully recovered after the surgery. On november 13, 2023, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported rupture, since the two received products have the same volume engraved. This report is for analysis findings of one of the two devices.

Manufacturer narrative:
On november 14, 2023, mentor became aware of the serial numbers for each side as follows: right side: (B)(6). Left side: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
All available information has been reported. The following updates have been made on this form: primary UDI number under field d4 has been updated to (B)(4). Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).